Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "leak" and "deflation" confirmed via physical examination. This record is for left side. Device was explanted and replaced. Device is going to return.

Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on october 29, 2025, with lot number 3227948. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "leak" and "deflation" confirmed via physical examination. This record is for left side. Device was explanted and replaced. Device is going to return.